Manufacturer narrative:
Article citation: gallardo, mark et. Al, "outcomes following implantation of an anterior segment drainage device xen45 gel stent) via an ab-interno or ab-externo approach in patients with uncontrolled open angle glaucoma." Further information from an author regarding event, product, or patient details has been requested. No additional information is available at this time. The events of exposure, device migration, and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. [(B)(4)].

Event description:
Company representative noted a poster containing details of the article "outcomes following implantation of an anterior segment drainage device xen45 gel stent) via an ab-interno or ab-externo approach in patients with uncontrolled open angle glaucoma" which noted serious adverse events with the xen 45 gel stent including 1 patient experienced endophthalmitis ; 3 patients experienced a xen was not in the ac (malpositioned) ; and 2 patients experienced an exposed xen.